Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with following pre-op diagnosis: low back pain discogenic origin at l5-s1. Patient underwent the following procedure: anterior l2-s1 antibody arthrodesis. Anterior interbody instrumentation with lt cage at l5-s1. As per op-notes: adequate exposure of l5-s1 disk space was made, underlying disk material was removed. Complete discectomy was then performed. It was distracted sequentially up to 10 mm, it had a snug fit, so 14 mm lt cage was planned. This was inserted with distractors and impacted into disk space. Reamed by the posterior of interspace a 14mm by 23 mm deep lt cage was placed. This had 2 collagen soaked sponges with infused bmp product. Two additional collagen soaked sponges were placed between the cage and just anterior to the cage. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.